Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds after three deployments. At the fourth attempt, it was very difficult to direct the delivery system and to have it curve. Upon removal, the grey button was very "soft" and didn't direct the catheter as it should. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.